Event description:
Reportedly, during a device replacement, the physician was not able to tighten the ventricular lead (beflex lead). A new pacemaker has been used and no problem was noticed.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrews was found completely unscrewed. In addition, the ventricular setscrew tip was found damaged. This complete unscrewing has most probably led to the impossibly to screw again the setscrew. Indeed, once the setscrew is completed unscrewed (out of its cavity) it is difficult to screw again. In addition, it seems that too much strength has been applied damaging the related setscrew tip and leading to a screwing difficulty. - based on the available data, no issue is suspected on the subject device. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a device replacement, the physician was not able to tighten the ventricular lead (beflex lead). A new pacemaker has been used and no problem was noticed.